Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital due to an infection and pocket erosion. The patient's implantable cardioverter defibrillator (ICD) implant site appeared red, swollen and ulcerated. The patient experienced the infection and pocket erosion unrelated to abbott-procedure and abbott products. The patient's ICD system was explanted and replaced. The patient was discharged with no reports of adverse consequences.